Manufacturer narrative:
According to the information provided by the technician, the device failed pressure transducer test during pre-use check. The pressure transducer board was checked and was replaced to resolve the issue. The device was delivered to the user in working condition. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Defective pressure transducer printed circuit board may lead to high pressure. The defective part was not available for further evaluation since it was scrapped by the customer. The device's logs confirms the reported failed pressure transducer test during pre-use check. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.